Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to elevated capture threshold caused by micro-dislodgement. On (B)(6) 2021 the physician attempted to reposition the lead; however, the helix was unable to be redeployed. Sensing and pacing impedance measurements were satisfactory. The right ventricular lead was left in-situ, and the device was reprogrammed to a single camber atrial mode. The patient was in stable condition.